Event description:
Boston scientific crm received information that a low shock impedance measurement was detected via the latitude system. No adverse patient effects were reported.

Manufacturer narrative:
It was reported that the patient was evaluated by their clinician and all device and lead measurements were within normal limits. So, the physician planned to continue to follow this patient and lead via the latitude system. Subsequently, it was reported that this lead was surgically abandoned due to this observation. No other adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.